Manufacturer narrative:
Unit received with missing segments, partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments, partial display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a display related issue results into no readable reading. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.